Manufacturer narrative:
Updated fields: b4, b5, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10, e1 (event site address, event site city, event site telephone), g8. The fse replaced the pneumatic module assy, rohs. There was no patient harm. All operational and safety checks were performed.

Event description:
It was reported that during use the cardiosave intra-aoritc balloon pump (iabp) experienced a balloon rupture caused blood to be drawn into the device while it was in use by a patient. No injury or harm reported.

Manufacturer narrative:
Due to character limit full details of e1- event site address: (B)(6). E2- event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aoritc balloon pump (iabp). A balloon rupture caused blood to be drawn into the device while it was in use by a patient. No injury or harm reported.